Event description:
Revision surgery was performed on (B)(6) 2026. Patient was dislocating the hip anterior. Previous surgery occurred on (B)(6) 2026, when delta tt pro acetabular cup dia48mm (pn 5553.14.482, lot 2202752, sterilizaztion 2200083) and delta neutral liner medium (pn 5885.54.157, lot 25at28x, sterilization 2500129) were implanted in combination with unknown fmeoral components. Since patient was dislocating the hip, the above mentioned acetabular cup and liner were removed and replaced with an acetabular assembly consisting of: delta tt acetabular cup dia50mm (pn 5552.15.500), delta dual mobility liner medion for mobile liner dia40 (pn 5885.09.040), delta mobile liner (pn 5566.50.401). Surgery was completed as intended. Patient is female, date of birth (B)(6) 1947. The event occurred in the united states.

Manufacturer narrative:
Preliminary review of manufacturing records did not highlight any pre-existing anomaly or non-conformity that could have contributed to reported issue. The manufacturer will submit a final report as soon as the investigation is completed.